Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after pre-dilatation of a heavily calcified left circumflex artery, after several attempts, a rx xience prime 2.75x33mm stent delivery system (sds) was not able to cross the target lesion. Additionally, the proximal end of the sds shaft that was not advanced into the patient anatomy was noticed to be separated into two pieces 10cm from the handle. The part of the stent delivery catheter that separated was not advanced into the patient anatomy. No parts of the device remain in the patient anatomy. The device was replaced with another rx xience prime 2.75x33mm sds, which successfully crossed the target lesion. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.